Event description:
Per the audiologist, the pt was explanted due to an infection. Reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.